Event description:
It was reported to philips that the device displayed a red x and chirped. After reviewing the status logs it was discovered there was an auto-test failure for the therapy pca. There was no patient involvement.